Event description:
It was reported the patient had pain at the battery site so the device was explanted. The patient did not like feeling the battery when they sat or leaned against it. There was no issue with the device and the patient was non-compliant and rarely used the device. The patient scheduled a follow-up appointment for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).